Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the cubie had failed during the dispense process, resulting in the inability to unload the medication or remove the cubie. The drawer 2.1 was found to be in a failed state upon arrival. The field service engineer (fse) accessed the hardware test application (hta) and manually popped out the failed e1 cubie. A new cubie was installed in its place; however, the drawer continued to fail. The fse then reseated the cables on the back of drawer 2.1, after which the drawer was successfully recovered. Hta testing was completed, and the customer was able to recover the drawer successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a cubie failed during a dispense attempt. As a result, the user was unable to unload the medication or remove the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.